Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to the pump basal settings being set too low by a healthcare provider (hcp), the customer's blood glucose (bg) level was 44 mg/dl. The customer was hospitalized and a pump temporary basal rate was set to treat low bg. The customer also received intravenous fluid and glucose. The customer was discharged the same day with low bg resolved. The hcp increased the basal rate setting and the customer has had no further issues.